Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform the error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. We were unable to verify alarm in the alarm history due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. The insulin pump was received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose at time of incident was 98 mg/dl. The customer pump was not exposed to high magnetic. The customer was advised to change complete set and ask to deliver 5 units via fill cannula again motor error. The customer received motor error 3 times within the last 30 days. The customer received motor position encoder error in alarm history. The customer stated the drive support cap appears normal. Customer didn't press the cap while connected. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.